Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open irritation under her breast. The patient's cardiologist advised the patient to remove the lifevest to let the area heal. After removing the lifevest, the irritation improved.